Event description:
On (B)(6) 2014, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. On (B)(6) 2014, a computed tomography scan indicated that the device may have been compressed near the bifurcation due to narrowing anatomy. Inflation of a pta balloon at the level of the flow divider confirmed that the limbs were not fully open; however, there were no flow anomalies noted through either the ipsilateral or contralateral limbs, or at the flow divider. On (B)(6) 2014, a reintervention was performed whereby a balloon expandable stent was placed in the trunk-ipsilateral leg component near the contralateral leg gate. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.